Manufacturer narrative:
This device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were performed to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced pain at the generator site. An ultrasound and a positron emission tomography (pet) scan were performed to assess the pocket for infection; however, the scans were negative. Subsequently, this pacemaker was explanted and replaced. The pocket was revised and the position of the new pacemaker was moved from a pre-pectoral position to a sub-pectoral position. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.